Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005, the patient underwent 1) complete anterior cervical discectomy c5-c6. 2) partial vertebrectomy c6, right. 3) anterior interbody fusion c5-6. 4) hydrosorb cage 7mm highx 11mm wide and deep. 5) local bone graft. 6) bone morphogenic protein. 7) sseps. 8) fluoroscopy. Preoperative diagnosis: herniated disc right c5-6. Perop notes: distraction screws were placed into the bodies of c5 and c6 and complete anterior cervical discectomy undertaken. Some fragments were removed off the anterior- inferior aspect of c5 and superior aspect of c6 and local bone graft was used for fusion with bmp. The space was noted to be empty of disc material. The endplates were perforated with triple 0 curved curette and 6mm spacer fit loose and it was elected to use a 7mm hydrosorb cage into the disc space at c5-6. This was packed local bone graft and bmp. This was placed into the disc space at c5-6 and fit quite nicely and distraction was removed. Then placed additional bmp and local bone graft into the lateral aspect of the cage on the left side of c5-6. Venture plate was placed over the anterior aspect of the bodies at c5 and c6, held in place with temporary pins and checked und ER the fluoroscopy.

Event description:
It was reported that the patient has had four surgeries, three of which involved "insertions of a medtronic bone graph." No surgery details, operative notes, or implant logs have been provided. Medical records available for review did not mention rhbmp-2/acs. An MRI was interpreted to indicate that "the patient is status post anterior surgery at the c5-6 level" the cervical cord is not enlarged and shows no evidence of signal abnormality. There is no evidence of herniated disc or spinal stenosis. There is no evidence of cord compression. No neoplastic changes are present. At 201 days later, ap and lateral x-rays were interpreted to indicate that the "patient has had an anterior fusion with plate and screws at c5-6. There is subchondral lucency at the fusion site at c5-6. There is good alignment maintained at the surgical site and at other sites of the cervical spine in the neural, flexed and extended positions. There is a minor degenerative spur at c4-5." A CT scan was interpreted to indicate that "there is mild heterogeneity of the thyroid gland. There is no paraspinal mass. Status post fusion at c5-6" small central disc herniation at c4-5 resulting in effacement of the ventral thecal sac. At 168 days later, a CT scan was interpreted as follows: "CT scan of the cervical spine has a similar appearance to the prior study ... Patient has had anterior fusion at c5-6 with a central bony fusion through the interspace. Lesser degree bone fusion centrally posteriorly at c5-6. Normal alignment maintained. No central stenosis or significant foraminal narrowing. Small central disc at c4-5." At 110 days later, an MRI was interpreted to indicate that "the patient has undergone an anterior fusion at the c5-6 level" there is a small central c4-5 herniated disc causing mild encroachment upon the ventral subarachnoid space. At 175 days later, ap and lateral x-rays were interpreted to indicate that, "the patient is status post fusion of the c4-5 and 6 level. The alignment is reasonable. Minimal prominence of the prevertebral soft tissue is seen, likely post surgical in nature." At 72 days later, ap and lateral x-rays were interpreted to indicate that the "patient is again noted to be status post fusion with anterior plate and screws noted within c4, c5 and c6. Graft is noted within the disc space at c4-5. There is disc space narrowing at c5-6. The orthopedic hardware is intact and in good alignment" the previously noted prominence of the prevertebral soft tissues has resolved. The soft tissues are normal. At 170 days later, the patient presented for cervical spine x-rays. Per the physician's notes, patient is "status post three surgeries, not sure if third fusion took." X-rays were interpreted to indicate that "there is an anterior plate and screw fixation of c4 to c5 to c6 with interbody graft seen at both c4-5 and c5-6. The graft strut is more readily seen at the c4-5 level but also the disc spaces expanded more at the c4-5 level. There does not appear to be any motion about the level of fusion between the flexion and extension images suggesting incorporation of the graft. At 169 days later, x-rays of the cervical spine were interpreted to indicate "mild bilateral foraminal compromise at c5-6, right greater than left. At 59 days later, a CT scan of the cervical spine was interpreted to indicate "anterior fusion at c4-5 and c5-6. The fusion shows no s significant change in appearance ... There is a broad based moderate central left sided disc herniation at c3-4 which does appear larger ..." At 37 days later, the patient underwent surgery to treat cervical disc herniation. No surgery information was provided. Medical records available for review did not mention rhbmp-2/acs. At 5 days post-op, the patient presented with airway obstruction and difficulty breathing post-op. An MRI was interpreted as follows: "status post anterior-posterior fusion at c3-c6. Persistent prevertebral edema extending from the c3-c6 level measuring 2 cm in greatest anteroposterior dimension with narrowing of the supraglottic airway anteriorly. A better defined focal fluid collection is seen anterior to c4 and c5 measuring 2.4 cm in craniocaudal extent at 3.8 mm in anteroposterior diameter. Slight increase in size of the post operative fluid collection located at the inferior aspect of the operative bed at the c6-c7 level which extends toward the incision site." Radiographs indicated "no soft tissue abnormality is found. Postop changes seen. No change in alignment and positioning when compared to [prior] study." Per the physician's notes, "wounds are well healed but there is localized swelling anteriorly and posteriorly. Decreased range of motion of her neck due to the previous surgery." At 18 days post-op, the patient presented for follow-up. X-rays were interpreted to indicate "no subluxation or abnormal motion with the flexion extension views." At 102 days post-op, the patient presented with axillary lymphadenopathy. A cervical spine x-ray was interpreted to indicate "approximately 2mm of anterior subluxation of c6 on c6 and 1-2mm of anterior subluxation of c7 on t1. "No significant change since previous examination." A CT scan was interpreted to show "no evidence of adenopathy. There is some degenerative changes in the lower thoracic spine. Essentially unremarkable CT scan of the chest. At 176 days post-op, the patient presented with pain and arm numbness. A CT scan was interpreted to show "subluxation noted at c6 on c7." At 186 days post-op, an MRI was read to demonstrate "extensive post operative changes" without significant central or foraminal compromise. There is a mild anterolisthesis of c6 onc7 with mild bulging and flattening of the ventral thecal sac at this level. At 302 days post-op, an MRI was interpreted as follows: "post surgical changes and mild degenerative change at the c6-7, unaltered since [previous study], without herniation or significant canal compromise." At 391 days post-op, the patient presented with pain. An MRI was read to show "interval resolution of swelling noted anterior to the cervical spine on prior examination. Interval resolution of postoperative fluid in the posterior surgical bed. Grade 1 anterior spondylolisthesis at c6-c7 on a degenerative basis." At 392 days post-op, a CT of the cervical spine was performed and interpreted as follows: "no vertebral fracture is recognized. Interval removal of previously noted anterior fixation screws and plate at c5-c6. Resultant osseous fusion is noted at this level. Interval placement of anterior fixation screws and plate at c3-c4. Several placement of pedicle screws and fusion rods at c3 through c6. Interval development of grade 1 anterior spondylolisthesis at c6-c7 on a degenerative basis." At 489 days post-op, the patient presented with neck pain. An MRI scan was interpreted to show "extensive post op changes with anterior and posterior hardware" stable anterolisthesis of c6 on c6. Small left sided herniation at c7-t1 which is new from the prior study. The remaining levels are unchanged. At 536 days post-op, the patient presented with paresthesias. An MRI of the lumbar spine indicated "an hemangioma in l4 and a probable atypical hemangioma in l2" there is a schmorl node in the superior endplate of l2. The l2-3 disc shows mild desiccation - there is minimal desiccation of the l5-s1 disc. There is no evidence of spinal stenosis or foraminal compromise. There is no evidence of posterior disc herniation. At 550 days post-op, an x-ray of the cervical spine was interpreted as follows: "the patient is again noted to be status post anterior fusion at c3-4 with anterior plate and screws and graft within the disc space at this level. There is also fusion posteriorly with pedicle screws within the c3, c4, c5, and c6 vertebral bodies. There is anterolisthesis of c6 on c7, which increases minimally with flexion and slightly reduces in extension. This had a similar appearance on the prior examination. There is also bony fusion noted at c4-5 and c5-6. The craniovertebral junction is normal. Soft tissue shadows are within normal limits." At 671 days post-op, a CT scan of the thoracic spine was interpreted to show -extensive degenerative disc disease with end plate change and spondylosis at t10-11 and t11-12. The remaining disc spaces are normal in height. There has been postoperative change involving the upper thoracic spine with posterior pedicle screws at t1, t2 and t3. The orthopedic hardware was in intact and good alignment. There has been a bilateral laminectomy at t1-2 and t2-3 as well. There is posterior fusion graft. There is no subluxation." A CT scan of the cervical spine indicated "extensive postoperative change including anterior plate and anterior screws fusing c3-4. There is a new plate anteriorly extending from c6 through t1. There are also posterior screws and stabilization rods at c3, c4 and c5 now extending down to the t3 level." At 511 days later, the patient presented with left arm weakness and swelling of the neck. Post-operatively, it is alleged that the patient developed voice change, difficulty breathing and swallowing, ectopic bone growth, pain, and numbness since receiving rhbmp-2/acs. Additionally, it is reported that the patient has not yet healed from the first surgery, and has permanent nerve damage and swelling.

Manufacturer narrative:
(B)(4).